Manufacturer narrative:
Medtronic received additional information that 2 years 11 months this 20mm pulmonary valved conduit ((B)(4)) was replaced due to stenosis. Upon explant it was noted that the valve had very thickened dysplastic, essentially "frozen leaflets". The replacement 20mm valve ((B)(4)) the physician stated that prior to suturing it was noted the patient had an inflammatory reaction to the dacron of the conduit, so another medtronic conduit was used in its place without issue. There is no allegation against this valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: hc15020, serial/lot #: (B)(4), ubd: 19-oct-2019, UDI#: (B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years 11 months this 20mm pulmonary valved conduit ((B)(4)) was being replaced for unknown reasons. Another 20mm pulmonary valved conduit ((B)(4)) was attempted and not used during the same replacement procedure for unknown reasons. No additional adverse patient effects were reported.